Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the scale was not weighing correctly on the go bed 2. No patient involvement or adverse consequences are reported.